Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available. This complaint is being closed since after multiple attempts to retrieve the product, the product still has not been returned for evaluation. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. Photographs of the complaint device were provided. Review of the photos confirms that the distal end of the glenoid drill is broken. It appears that the device broke at the laser weld which connects the drill tip to the shaft, causing the entire drill tip including the portion contained within the shaft to become completely disengaged. Potential root causes for the observed failure include drilling at an angle which could cause the weld to fail or the patient having hard bone quality which could cause the drill to become stuck and break upon removal. However, a definitive root cause for this specific device failure cannot be determined. The lot number of the device was not provided which precludes a DHR review and a lot specific complaint history search. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The affiliate reported via email the glenoid drill broke during procedure . The procedure could be finished anyway. No patient incident. Time extended by30minadditional information received via email from the affiliate on 7-10-2017.the drill broke in the patient.the fragment was removed by removing the graft.